Event description:
In 2007, a male patient was treated for aaa. Initially, a 12 french cook sheath was inserted into the patient's left side, and an attempt was made to insert an 18 french sheath in the right side. However, the sheath would not advance all the way. The physician decided to switch the sides each sheath was on, but the 18 french sheath could not be advanced into the patient's left side either. Dilation and mineral oil were used at this time without progress. A decision was made to insert another manufacturer's trunk ipsilateral leg component without a sheath. This method did not work. Finally, the physician chose to balloon the patient's left common iliac with a pta balloon. Once completed, the 18 french sheath was again inserted. It was noted that the patient's blood pressure dropped, so the physician converted the patient to open surgical repair. An aortic bifemoral bypass was performed using another manufacturer's bifurcated surgical graft. The femoral arteries were reconstructed bilaterally. During conversion, the physician noticed that the patient's aorta, iliacs, and arteries were atherosclerotic. The patient tolerated the procedure and left in stable condition.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, the rupture may have occurred due to adverse patient anatomy. The patient had atherosclerosis. Atherosclerosis is a degenerative disease of the arteries resulting in plaques consisting of necrotic cells, lipids, and cholesterol crystals. The plaques can result in symptoms by causing a stenosis, embolizing, and thrombosing. Advancement of the sheath through this type of vessel may have caused a rupture.